Event description:
It was reported that the patient experienced return of symptoms along with a critical pump alarm. The patient¿s pump was implanted on 2007-10-23. On (B)(6) 2007 the physician increased the patient¿s dose. Beginning (B)(6) 2007 the patient experienced nausea, diarrhea, and vomiting as well as hearing the critical pump alarm. The patient¿s first refill date was scheduled for (B)(6) 2008. At this time the patient was at home and had left messages for the physician reporting the alarm and symptoms and had not yet received a call back. On the morning of (B)(6) 2008 the patient spoke with someone in the physician¿s office who stated that she did not have the medication and did not know if they could see the patient on that day. The patient was asking for another physician to manage her pump. On 2008-02-11 the patient reported loss of therapeutic effect. At this time the patient experienced acute pain, nausea, vomiting, hives and diarrhea that began prior to a pump refill. The refill date had been extended several times by the physician from (B)(6) 2008. The patient went in for a refill several times but the physician told the patient that he increased the dose but did not perform a refill. The patient believed that the doctor decreased the dose instead and believed the symptoms wer e related to underdose. The patient received a pump refill on (B)(6) 2008 and was then feeling fine. There were no pump alarms at this time. The physician was able to get additional staff and all was well. At this time the pump delivered morphine. On 2014-12-15 the patient reported that about 1-2 years after her pump was implanted, the pump ¿broke down¿. The pump stopped working after the patient stopped going to see the physician. After that, the patient started seeing another physician who performed a ¿special dye test¿ and found that indeed the pump was not working. The pump had not worked since. The patient stated that was why there had been insistent that she have the pump removed. The patient had been nauseated all of the time, with severe fatigue, pain everywhere even in her belly. The patient felt like her belly was ¿stuck to her back all the time.¿ the patient was aching all over, had fatigue and pain. The patient stated that if she touched the pump, ¿if you push on the pump it is very very uncomfortable.¿ at this time, it was stated that the pump had previously delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).